Manufacturer narrative:
This report is submitted august 6, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report. The patient is being clinically managed by the health care provider.